Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was not returned for investigation. Therefore, visual and functional evaluation could not be performed. No pre-existing conditions were noted on the product experience report (per). The devices had been placed on tooth #28 for an unknown period of time. X-ray image was provided and screw fracture was confirmed. A device history record review (DHR) and complaint history review could not be performed since the lot/item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complainant reported that the abutment screw fractured within a biomet implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI provided/ unknown h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device brand name: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It was reported that abutment screw fractured within a biomet implant. Implant is part of a dental bridge and remains implanted. Tooth location 28. No injury has been reported at the time of this report.